Event description:
It is reported by the nurse that the customer is receiving a no deliver alarm on their insulin pump. Their blood glucose level was 167mg/dl. Trouble shooting was done. Device is being replaced. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.